Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic experiencing presyncopal symptoms. Intermittent capture was observed on the right ventricular channel of the pulse generator with confirmed output observed through a surface electrocardiogram. Pulse generator interrogation was difficult but able to determine that the device's battery had depleted past elective replacement levels and was approaching end of service. The device was explanted and replaced. The patient was noted to be in good condition following the procedure.